Manufacturer narrative:
(B)(4). PMA/510(k) the rt205 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative method: the complaint rt205 adult inspiratory heated breathing circuit (with unknown lot number) and the mr290v vented autofeed humidification chamber (lot number 150918) were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned devices were visually inspected. The rt205 adult breathing circuit was also pressure tested for leaks. The mr290 chamber is included in the rt205 adult breathing circuit kit. Results: no fault was found with the rt205 adult breathing circuit. The pressure test result was within specification. Visual inspection of the returned mr290 chamber revealed that there was a break in the feedset tubing at the connection to the water bag spike. The surface at the break was rough (not smoothly cut). Conclusion: the damage on the feedset tubing appeared to be caused by the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. The leak reported by the hospital was likely due to the break in the feedset tubing. All rt205 adult breathing circuits and mr290 chambers are visually inspected and pressure tested for leaks before being released for distribution. Those that fail are rejected. The subject rt205 adult breathing circuit and mr290 chamber would have met the required specifications at the time of production. Our user instructions that accompany the rt205 adult breathing circuit and the mr290 chamber state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The user instructions of the rt205 adult breathing circuit also remind the user to "check all connections are tight before use".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt205 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt205 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative the complaint rt205 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt205 adult inspiratory heated breathing circuit failed the ventilator leak test. This was observed before use on a patient.